Manufacturer narrative:
(B)(6). One device was received for evaluation. Visual inspection found the tamper seal to be missing, and no physical damage to the device. A review of the event history log found a record of many 'high-pressure' alarms. Functional testing was unable to duplicate the reported problem. The root cause is unable to be determined. The dso was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited and issues due to a defective closure sensor/an overpressure alarm. There was unknown patient involvement.